Manufacturer narrative:
Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for needle stick with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a needle stick injury occurred after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "2020 (B)(6), site receives linens from a linen service that services the area hospitals. They received a pillow case and when a visitor went to put it on a pillow that he was going to use for an overnight stay in the room, he was stuck with the needle that was in the pillow case and not visible. They do not use the eclipse needle at their facility. They followed their procedure for a needlestick from an unknown source and counseled the person on the protocol. Person refused. Site wants to know if we can tell if needle was used and where it may have come from. Bd cannot tell is used or where it came from. Site feels it was an unused needle as the np end cap is still on and safety shield is not engaged, they feel since there is no holder on the needle it is unused. The customer stated that they don't purchase this product but it was received in their clean linens that resulted in a needle stick injury. The customer would like to know if the needle is used if the npe needle cap is sealed and if we can determine who purchased this item. Nsi occurred on the evening of (B)(6) 2020, patient's husband was stuck".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick injury occurred after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "2020-02-07 site receives linens from a linen service that services the area hospitals. They received a pillow case and when a visitor went to put it on a pillow that he was going to use for an overnight stay in the room, he was stuck with the needle that was in the pillow case and not visible. They do not use the eclipse needle at their facility. They followed their procedure for a needlestick from an unknown source and counselled the person on the protocol. Person refused. Site wants to know if we can tell if needle was used and where it may have come from. Bd cannot tell is used or where it came from. Site feels it was an unused needle as the np end cap is still on and safety shield is not engaged, they feel since there is no holder on the needle it is unused. The customer stated that they don't purchase this product but it was received in their clean linens that resulted in a needle stick injury. The customer would like to know if the needle is used if the npe needle cap is sealed and if we can determine who purchased this item. Nsi occurred on the evening of (B)(6) 2020. Patient's husband was stuck."